Event description:
The customer reported being hospitalized due to diabetes ketoacidosis. The blood glucose reading was 690mg/dl. The customer also reported having bent cannulas while staying in the hospital. Assisted the customer to change the bolus wizard settings in the insulin pump. Troubleshooting was performed. The customer stated that he inserted the infusion set into the abdomen. Advised the customer inserting into a lean area to avoid bent cannulas. The customer stated that he had a surgery in the area, and he maybe hit the scar tissue. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.